Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, a 'motor fault' alarm occurred. The patient was manually ventilated while being switched to another ventilator. There were no adverse patient effects reported.